Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
A customer alleged a merit inflator was unable to inflate during a procedure. Photos provided show the handle disconnected at the screw thread. No reported patient injury.

Manufacturer narrative:
The suspect device was not returned, an evaluation was conducted using a photo provided by the complainant which shows the retainer cap and handle assembly had detached from the barrel of the device. The likely root cause can be attributed to a manufacturing operator error. The complaint was confirmed. A search of the complaint database was performed and one similar complaints for this lot number was found. The device history record was reviewed, and no exception documents related to this failure were found.